Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. Stimulation was indicated to help with the patient's chronic pain, specifically her arm, which was crushed in a car accident. It was reported that the patient had severe headaches, neck pain, and swelling in her neck. The doctor took an x-ray, which determined she needed to have a revision. One lead had migrated up 2-3 vertebrates. They first thought she was having the pain from the surgery itself but after it never healed or went away they took the x-ray and confirmed the lead migrated. The patient wanted to know what was causing this and what was to prevent it from happening again. There was a loss of therapeutic effect. Because of the issue her stimulation was not working at all and she could not feel anything for her chronic pain. Until she got the revision done, she was going to keep the device turned off and continue to charge the battery. The revision as scheduled for (B)(6) 2016. The pain and swelling due to the lead migration started since implant, (B)(6) 2016. The loss of therapeutic benefit started in (B)(6) 2016. The patient mentioned she had a pre-existing condition of a pinched nerve at the base of her skull and she was wondering if that was causing these problems to occur.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.